Event description:
It was reported that during an unknown procedure, it was observed that they could not open the jaws on the device properly. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. Did the jaws eventually open? Was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record was performed for the finished device psee45a lot number a98u9z and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? ¿ no (please see below) a echelon 45mm was open for use today, but on inspection it was found to be faulty. The surgeon opened the jaws and shut them to test the device. When trying to open the device again, it became stuck and wouldn't open correctly. After repeating this test the surgeon abandoned this device and requested a new one, as he was not convinced it would fire and open safely. 2. If yes, what steps were taken to open the jaws. 3. If the jaws could not be opened, how was the device removed ¿ device was not in the patient, it was tested prior and abandoned 4. Did the jaws eventually open? ¿ no. 5. Was there a patient consequence? If yes, how was the issue addressed? ¿ no as not used on the patient. 6. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? ¿ no changes as faulty stapler not used on patient.

Manufacturer narrative:
(B)(4). Date sent 1/14/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2026 d4: batch #749d03. Corrected data: h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 749d03, and no non-conformances were identified.